Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records, the patient was revised to address a failed left hip total arthroplasty with pain which eventually became disabling and affected the patients activities of daily living and history of two hip dislocations which were closed reduced. Hip aspiration was alpha defensin positive with cell count of 6000 and 66% neutrophils. Cultures had no growth. MRI showed fluid collection with suspicion of pseudotumor. Intraoperatively, after incision, there was a large gush of clear, non-turbid synovial fluid, a large membrane which was excised, hypertrophic synovium and mild dark staining on the trunnion. Doi: (B)(6) 2009; dor: (B)(6) 2017 (left hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: patient code: no code available (3191) was used to capture device revision or replacement. Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.